Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex (cx) with mild tortuosity and mild calcification. After pre-dilatation, the 3.0 x 18 mm delivery system was being advanced, but became stuck on the ht bmw universal ii guide wire. The device could not be advanced or removed from the guide wire, so they were removed together from the patient. Upon removal of the delivery system, the shaft appeared damaged. A new guide wire was used and another 3.0 x 18 mm implant was used to successfully treat the lesion. Post-dilatation was performed with a good end result. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The universal bmw ii guide wire referenced is being filed under a separate medwatch report. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported difficulty advancing the device over the guide wire, the difficulty removing the device from the guide wire and shaft damage were confirmed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.